Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to shorted u1004, u1005 and u6 components on the ca board. The root cause for the shorted components could not be positively identified. There were no adverse events associated with the monitor malfunction.